Manufacturer narrative:
(B)(4). A review of the device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that on the screw recommendation documentation, the image of the twist drill for the mandibular component shows the image of 2.2mm drill (two black bands) rather than the 2.0mm (one black band). It is reported that the nurses work to the colors on the instruments instead of the etched sizing on the drill bit. It is reported this was noticed during surgery. It is reported this event did not cause any adverse events or delays. Both drill bits were supplied and the appropriate drill bit was used to complete the procedure.

Manufacturer narrative:
The product identity was confirmed through the temporomandibular joint patient match (tmjpm) design form. The complaint is that the visual for the drill on page 10 of the tmjpm design form did not match the product listed below it. No product was returned as the implant was successfully implanted during the procedure. The developer received a request from the distributor to update the visual on page 10 of the tmjpm design form to better reflect the part that is listed below the visual. The case coordinator with the developer corrected the visual on page 10 of the tmjpm design form and sent the updated form to the customer; therefore, the complaint is considered confirmed. There was no alleged malfunction of the device. The most likely underlying cause of the complaint was determined to be an operator error made when creating the tmjpm design form for the customer. The developer personnel most likely mistakenly placed an inaccurate visual on page 10 of the tmjpm design form. There are no indications of manufacturing defects.